Manufacturer narrative:
Batch review completed for kit lot y767. Batch review was satisfactory. No reports of a device malfunction have been rec'd to date. (B)(4).

Event description:
Pt notes indicate that the pt had a loss of consciousness that occurred within 15 seconds of the start of treatment. The treatment was aborted. The pt did not receive cells treated with uvadex.